Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pneumatic tap was damaged resulting in the pump being unable to be used as intended. The customer reverted to an alternate method of insulin therapy. The customer also experienced a high blood glucose (bg) level. The customer's bg was 523 mg/dl. The reasons reported for the high bg were the consumption of a cookie and waiting for a new transmitter from dexcom. The high bg was addressed through a mdi correction injection.